Event description:
The customer contact reported the pump did not alarm when the tubing was clamped distal to the pump. At 1630, the pump was programmed to deliver an unspecified concentration of syntocin at a rate of 6ml/hr with an unspecified vtbi (volume to be infused) and the delivery was started. No further programming parameters were provided. At 2020, the "bag was noted not to have infused, and clamp noted to be activated on the line to prevent fluids being infused." The customer contact reported the pump did not audibly or visually alarm. There were no reported adverse pt effects to the pt or the fetus. The physician was notified. No medical interventions were reported. The device was removed from clinical svc. Therapy was resumed the next morning using a replacement pump. During testing, the pump did not alarm when the tubing was clamped distal to the pump. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.